Event description:
A us distributor reported that a patient's monitors screen was blank.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (black screen) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to a shorted u604 component on the computer/analog pca. The root cause for the defective u604 component could not be positively identified. No adverse event resulted from the damaged monitor.